Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the insulin pump was under-delivering insulin and made strange sounds when rewinding. Customer's blood glucose reading was 12.8 mmol/l, and had treated with manual injections. Customer tried changing the battery and changing the set to no avail. No further details were provided.